Manufacturer narrative:
The package was received but the box was empty. It appears that the device was lost during transit.

Event description:
It was reported that during a preventative maintenance check, it was noticed that oil was leaking from the seal. No adverse consequence alleged.